Event description:
2025-01-27: integrum received unit (B)(6) together with a report form stating that the axor ii has fallen off the abutment during use. No injuries reported. 2025-01-28: manufacturing investigation performed; batch documentation reviewed. No deviations found; the device has been manufactured according to specification. 2025-01-29: technical investigation performed of unit (B)(6). During investigation the reported issue could be replicated. However, the clamps were damaged indicating that the abutment has not been inserted all the way into the axor ii during use. In additional, several components were damanged and the top spring was mounted incorrectly. 2025-01-30: during service the unit was throughly cleaned and the damaged clamps and components were replaced. The unit was functionally tested according to specification with approved results. A feedback report is sent to the customer highlighting the importance of donning the axor ii according to the IFU to ensure a stable connection and prevent damage or wear to the clamps. It is important to move the leg/tap the foot on the floor, tighten further and check the attachment. As stated in the IFU, the device shall not be used if a stable connection cannot be achieved.